Event description:
As reported, no report injury but patient needs MRI to see where the missing piece (plastic) is. Used med-rx (80-8110) kit for epidural insertion. 2 attempts: with first attempt, l3-l4, midline: bony resistance. Needle removed and patient repositioned. With second attempt, l3-l4, midline with patient slightly more flexed forward: successful during cse insertion: for spinal: clear, free-flowing csf; easy injection with barbotage; given 3 ml isobaric preservative-free 0.125% bupivacaine. - for epidural: no blood, paresthesia or csf with needle or epidural catheter insertion. With first attempt of epidural catheter insertion, used epidural catheter supplied (19 g springwound perifix fx epidural catheter), could not thread the catheter into epidural space. Catheter easily and appeared intact. Reverified loss of resistance to air with a lor syringe, and still positive loss of resistance. Attempted again to reinsert epidural catheter with same catheter. And again unable to thread into epidural space. Removed the catheter easily once again with no undue tension required. Upon removal, noted coil wire at end of catheter, but thought blue line at end was indeed end of catheter, and plastic sheath still appeared to be intact and whole. Had rn open up an arrow flextip plus epidural catheter: note that touhy needle was not moved at all during this time. The arrow epidural catheter was easily inserted into the epidural space. Tuohy needle easily removed. The epidural secured with the usual securing device. At end of procedure noted coil from 19 g springwound perifix fx epidural catheter was persistently and continuously further coming out of the end of the plastic sheath, leading to suspicion that catheter may not be whole, but could not be certain. Opened up another epidural kit to compare catheters and noted that the plastic tip may have likely torn at the end of the catheter

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.